Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers: 1627487-2021-16685, 3006705815-2021-04288, 3006705815-2021-04289, 1627487-2021-16686. It was reported that the patient experienced an infection at both the ipg and lead sites that caused inflammation at both sites. This also caused pain and heating of the skin at both sites. An ultrasound showed fluid in both areas as well. A CT scan confirmed that there was infectious cellulitis at each site. The patient was taken to the emergency room and given oral antibiotics.